Event description:
Ethicon echelon circular¿ powered stapler (29mm powered circular with gripping surface technology and 3d staples) was used rectally during robotic sigmoid colectomy. Upon inspection, it was noted that there were 2 donuts, 1 was incomplete. Leak test negative.